Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with moderate ketones. Reportedly, the customer administered a manual injection to address elevated bg level. Reportedly, the cartridge had been in use beyond labeling. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.